Event description:
It was reported that the insulin pump doesn't always alarm when the customer has excursions. Customer thought there was something wrong with the transmitter, but it did pass the testing. Customer's mother will call back to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.